Event description:
It was reported that during set up in tka procedure the plastic tip was found to be broken. This happened external to patient and surgical area. No delay reported. Procedure was finished using a s&n back up device. No injuries or other complications were reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms a piece of the gray cam arm is broken off. The broken piece was not returned with the device. This device was manufactured in 2015. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.